Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bluetooth was not connected to the cgm occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause could not be determined. The reported event of the bluetooth was not connected to the cgm is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.